Event description:
It was reported that a patient presented to the emergency room after shocks from their implantable cardioverter defibrillator (ICD). Upon interrogation, it was found that the ICD had failed to record the shocks on its electrograms (egms), and further examination revealed that the patient's ICD had failed to convert the patient's arrhythmia. Upon performing fluoroscopy on (B)(6) 2021, the ICD was found to have migrated from its original position, resulting in the failure to convert rhythm. The ICD was explanted and replaced on (B)(6) 2021. The patient was stable throughout the intervention.